Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct during a stent placement procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6) 2024, during a routine follow-up, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and it was confirmed through fluoroscopy that the stent had migrated proximally into the duct. Subsequently, the stent was removed with forceps and a non-boston scientific stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.